Event description:
The user facility reported that during an endoscopic retrograde cholangiopancreatography (ercp) procedure the angulation was not working, and the stent became stuck in the endoscope. The user reportedly used force to pull the stent out of the instrument channel. The user ended the procedure early. The pt was said to have sustained a superficial tear and had to be observed for 24 hours.

Manufacturer narrative:
Olympus followed up with the user facility via telephone and in writing to obtain additional information regarding the report with no result. The subject device was returned to olympus for eval. The eval revealed that the brush and forceps passage was restricted at the bending section area. The angulation was working within specification, but a non-olympus repair was noted during the eval. The instrument channel was inspected with a borescope and a yellowish substance was found at the channel pipe along with a kinked biopsy channel at 15mm from the distal end. The auxiliary inlet had a leak. The insertion tube, biopsy channel, bending section cover/cement, distal end cover, light guide bundle, and the electrical connector burndy contact pins were non-olympus parts and repairs. The non-olympus specifications, which likely contributed to the user's experience. This report is being submitted as a medical device report in an excess of caution.